Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide procedure date: no further information is available. Please provide lot number: no further information is available. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown orthopedic procedure on an unknown date and barbed suture was used. During the procedure, the fixation tab broke. No adverse patient consequences were reported. Additional information was requested.